Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, (B)(4).

Event description:
It was reported that the right atrial (ra) lead had increased threshold and the lead developed exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation was breached from a depression. It was noted that the outer insulation had a cosmetic depression and the proximal conductor had blood (not obstructed).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.